Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional/correction d: device identification - additional/correction h2: additional information/correction h6: type of investigation - additional/correction: remove code 4114.